Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available.

Event description:
The user facility reported to terumo cardiovascular systems that out of box, the arterial sampling line of the oxygenator separated. No pt involvement as this occurred out of box.